Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad) to the mid lad. A 12mmx3.50mm promus premier stent was advanced to treat the lesion. After the stent was deployed, physician attempted to perform post dilation with the stent delivery system balloon at the proximal site of the lesion. The balloon was inflated at 12 atmospheres on the first inflation; however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.75mmx8mm mr nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the returned device revealed that the balloon had been subjected to positive pressure and deflated prior to return. The stent had been deployed and was not received for analysis. During analysis, the device was attached to an encore inflation unit, subjected to positive pressure and two balloon pinhole's were identified. The pinholes between were situated between 3 and 4mm proximal to the proximal edge of the distal markerband. A visual and tactile examination found that the hypotube was kinked 66mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad) to the mid lad. A 12mmx3.50mm promus premier stent was advanced to treat the lesion. After the stent was deployed, physician attempted to perform post dilation with the stent delivery system balloon at the proximal site of the lesion. The balloon was inflated at 12 atmospheres on the firs inflation; however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.75mmx8mm mr nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.